Event description:
It was reported that patient underwent a trauma procedure utilizing a trochanteric nail on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2012 due to fracture of the nail after the patient fell. The trochanteric nail was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." Under warnings, it states, "surgical implants are subject to repeated stresses in use, which can result in fatigue fracture. Factors such as the patient's weight, activity level, and adherence to weight bearing or load bearing instructions have an effect on the service life of the implant."

Manufacturer narrative:
Evaluation of returned device found evidence that instrument fractured due to fatigue. The results of the investigation were inconclusive as there was not enough evidence to develop a conclusion.